Event description:
Boston scientific received information that the patient implanted with this pacemaker recently had an av node ablation. The lower rate limit was programmed to 90 beats per minute (bpm) post the ablation. The lower rate limit was lowered to 85 bpm, however the patient's heart rate was observed to be above 90 bpms. The health care professional (hcp) inquired about the sensors driving the rate. Technical services discussed device programming and that the minute ventilation sensor appeared to be keeping the rate up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The sensors were reprogrammed to resolve. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.